Manufacturer narrative:
(B)(4). Patient information not provided. Explant date not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The original operation performed was a intravaginal sling plasty with tunneler. The patient has another operation on (B)(6) 2012 to perform a flexible cystoscopy. The surgeon noted that the tvt sling was infected.